Event description:
I was suffering from severe pain in my lower back and right leg when my dr decided, I needed to have disk replacement surgery. At the time my dr made this decision, these surgeries were not yet being performed in the united states. After a year of waiting, the surgery was approved to be performed in the united states. I met with the surgeon inf 2005, and from there, my life began it's downward spiral. I was scheduled for two, possibly three, disk replacement surgeries. The surgeon replaced two disks (l3 and l4), but I continued to be in severe pain. After the surgery, I was put on a steroid to see if the pain was caused by swelling. No luck. Three weeks later, I was admitted for emergency surgery. This time the surgeon went through my back and found a pinched nerve also a decompressed area by s1, a disk that was supposed to be replaced in the initial surgery. Throughout the summer of 2005, I was still in a lot of pain in my lower back, but now the pain was also in my left leg. I couldn't even walk up a flight of stairs without picking it up. Also, from being so run down I had a relapse of mono. Because of the mono relapse, I now suffer form chronic fatigue syndrome. I then had a bad case of bronchitis which caused my right lung to collapse. I had to have my deviated septum fixed because my tonsils got infected and my dr thought the combination of fixing my nose an putting me on antibiotics would end a lot of the problem. Now, I developed chronic diarrhea and began to lose weight. This continues throughout the next few months and gets so bad that I lose all control of my bowels. To date, I have lost 80 pounds, and I am still losing. I addressed the issue with dr at an appointment in 2006. He said I am the third pt he has seen that has experienced these symptoms after having disk replacement surgery. Recently, the diarrhea has gotten so bad that some of my medications are passing through my body before dissolving. In the meantime (approx one and a half months earlier), I contacted attorney's office and spoke with my contact person. I covered the diarrhea issue with her and also asked her if any of her disk replacement clients had complained of painful intercourse after the surgery. Donna said that both male and female clients had complained of this problem after the surgery. So, this was one more thing I was dealing with. With all of these issues going on, I ended up having to have a colonoscopy and endoscope to see what was causing the problems (performed at the hospital. These procedures were only performed after a battery of blood work and testing was performed. The doctors came to the conclusion that I had chronic inflammatory bowel disease along with colitis, which was causing the diarrhea. But along with diagnosis came another problem. When the doctors performed the endoscope they found a "huge mass" in my stomach lining. They were unable to obtain a biopsy of the mass; so, I was sent to see a specialist at medical hosp. This specialist was also unable to obtain a biopsy and advised me to never have the mass biopsied because I would hemorrhage to death. So I am still battling this problem. My social life has also been effected. A relationship that I had been in for seven years recently came to and end. Upon becoming so sick, this past year, my partner became very abusive to me, finally sexually assaulting me and then kicking me out. I was in the hosp shortly after the relationship ended and rec'd some counseling. The counselor explained to me that when an abusive person's mate becomes ill, they are no longer of any use to them. They will then become more abusive to break their mate's self esteem down and get them out of their way. In conclusion, back in 2005, when I went in for artificial disk replacement surgery, I was totally mislead. I was told that in a very short time my life was going to be better than ever, but in reality it was the beginning of the ruin of my life. When I began this journey. Today, my body looks like that of a skeleton. I have four beautiful grandchildren and had a lot of plans to do things with them . But because of all the added pain and having to live on the measly disability pay that I received, it is very, very hard. Disgnostic or reason for use: torn disc l3, l4, s1, bulging disc.